Event description:
The complainant report that a therepeutic radiofrequency ablation (rpa) for hepatocellular caroinoma (hcc) was perforemed on a patient (age and gender unknown). The procedure was performed percutaneously on the patient's 3.3 to 3.5 on tumor at the 96 liver level. The ablation time was12 minutes for the total procedure. And with the tighest power achieved of 120w. A metal guide was employed during the procedure. During the second stage of the procedure, the device impedance was unstable. The device was then removed. Upon the removal of the needle the insulation was observed to have peeled off 5 from the needle's distal tip. Another needle was obtained and the procedure was successfully completed. No sequallae was identified by the complainant as a result of the reported problem.